Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse described a leak coming from arctic gel pad (neonate pad) during therapy. Had to replace the pad mid-therapy.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the reported issue was unable to be reproduced. Visual evaluation of the returned sample noted 2 opened arctic gel neonatal pads present with original packaging label. Visual inspection noted the following: * the first pad was free of damage to the pad foam or gel. However, the second pad had a piece of tape that could potentially indicate a pinhole in the pad. * no visible chips or deformities at the ends of all connectors. * tubing for all the pads noted no kinks present. * hydrogel was intact with pad and not separated. * the second pad had a severed tube present which has been taped together. The foam had been peeled away to expose where the tubing did not meet prior to evaluation. This likely occurred when the pad was received in louiseville. The reported issue could not be evaluated through a visual examination alone, so a functional evaluation was conducted. The first neonatal pad was tested using tm0301222 rev 2. A total of 1.0 l/min of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 36%, inlet pressure was -7.0 psi. According to the test method tm0301222 rev 2 the flow rate was found to be acceptable for the first pad. (Acceptable range >/= 1.0 l/min). The second pad failed on account of the severed tubing. The potential pinhole below the tape could not be evaluated due to the effect of the severed tubing on the functional test. During functional testing, no leaks were observed. The pads were held with the severed tube at the lowest point, but water did not leak from the tubing. The reported event is unconfirmed the risk review is not required. The reported event is unconfirmed, labeling/packaging review is not required. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse described a leak coming from arctic gel pad (neonate pad) during therapy. Had to replace the pad mid-therapy.